Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using indigo system aspiration catheter 7 (cat7), a non-penumbra sheath, and a guidewire. During the procedure, the physician completed three passes using the cat7. While removing the cat7 from the sheath after completion of the third pass, the proximal end of the cat7 kinked. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.